Event description:
The impella console alarmed ¿purge disconnect¿ circa 04:50. On inspection of the impella system, the purge system sidearm had broken off at the point where it enters the catheter, interrupting purge flow. The ICU team contacted the manufacturer support line and were instructed to use a micropunture needle to temporarily replace the purge sidearm. With this temporizing measure, purge system flow was restored around 06:00. This exposed the patient to a risk of pump failure and hemodynamic compromise as the impella requires a constant purge fluid infusion and is at risk of pump stoppage if purge flow is compromised for as little as 2-3 minutes. The patient was urgently taken to the or (operating room) at 07:15 for impella replacement. During the time impella support was interrupted, blood pressure dropped to a mean of 45, requiring support with a second high-dose inotrope. Because the impella insertion conduit contained intramural thrombus, the surgeon elective to place an iabp (intra-aortic balloon pump) and to not replace the impella. Of note, the patient¿s purge solution was changed to sodium bicarbonate (for 3 days, approximately 2 months ago) after repeated urging by the manufacturer¿s representatives that this was the preferred therapy in the setting of heparin intolerance. Five weeks ago, the manufacturer issued an advisory stating that this therapy had been associated with degradation of the purge system sidearm, resulting in 48 complaints and 5 cases of pump stoppage.